Manufacturer narrative:
UDI # (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that electrodes had to be gradually deactivated as they presented hi status since (B)(6) 2014, and currently in situ measurements revealed that all but 2 electrodes in status hi. A CT scan was taken in (B)(6) 2014 and the electrode was in place. The pt's mother cannot recall any accidents or head bumps to the left side of the head, but said that an accident cannot be ruled out as the pt is very active. The audiologist discussed explantation ad re-implantation with the family. The next step is finding a surgical date.

Manufacturer narrative:
Conclusion: damage to the active electrode wires likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The audiologist reported that since (B)(6) 2014, she has been gradually deactivating electrodes for the patient that are in a high status. Recent in situ measurements revealed that all but two electrodes were high. A CT scan was taken in (B)(6) 2014 and the electrode was in place. The mother cannot recall any accidents or head bumps to the left side of the head, but said that an accident cannot be ruled out as the patient is very active. The patient was explanted.